Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name and date? Laparotomy. The dermis was sutured with hand-sewn suture. What is the condition of the patient? There is no problem with the patient's condition. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used. During the procedure, the needle was broken at the middle while suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/14/2021 additional information: h6, h4, d9 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that one foil packet, one paper lid and a needle/suture piece product code pee2993 dispensed of the original packaging, the product code is double armed and one of the needles was observed partially broken near of the swage area, in addition, marks that appears to be by use of surgical instrument were observe near of the sware area. The second needle and part of the strand was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: procedure name and date? =>laparotomy. The date was unknown. Was the needle piece removed from the patient during the same procedure? =>the needle was broken but connected, so it did not fall into the body. Were x-rays taken to locate the needle? =>no. Was there any patient consequence or injury? =>no. What is the condition of the patient? =>no problem.